Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient does not feel stimulation. The caller stated they have adjusted the stim, and when they were adjusting it the patient did not feel anything until they got to 7.5 or 8 volts. The caller stated usually they increase voltage until the patient feels it and then back down, but the patient did not feel it and was still not feeling it at the time of the call. The ins was confirmed to be on and the patient had just been changed by a rep to group "c". The patient programmer showed stim on. Adjusting amplitude and group parameters did not resolve the issue. The caller confirmed only one program on all patient's groups. The caller confirmed patient was feeling very slight stim in his legs at group c, p1 when stim was increased to 7.8v. The caller noted the patient is supposed to be feeling stim on the center of his back. The caller confirmed patient felt stim in his upper part of legs at group b, p1 at 9.2v. Caller noted that he is supposed to be feeling stim higher than where he is feeling stim. The caller confirmed the patient felt just a buzz in his legs ; below the knee at group d, p1 when stim was increased. The patient was redirected to their healthcare provider (hcp). There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.